Event description:
Subsequent information was received: the patient's pulse was fine after the surgery was performed and the patient was discharged same day. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the starclose device was used in the left brachial artery. It should be noted that the electronic starclose instructions for use (IFU) states: the starclose se vascular closure system is indicated for the percutaneous closure of common femoral artery access sites. It is unknown if the IFU deviation contributed to the reported difficulties. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported a starclose device was used via a 6f sheath in the left brachial artery after a mesenteric stenting procedure. The access site was closed with the starclose device. The patient's left radial pulse diminished and the patient was taken to surgery. No additional information was provided.